Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because a used infusion set was returned.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the plastic on the infusion set separated from the cannula housing. No adverse event was reported. The infusion set was requested to be returned for product evaluation.